Event description:
Pt underwent surgery in 2003 and sutures were used for incision closure. Five days later, the facility states that the sutures "failed" and the pt required a second, emergent procedure.